Event description:
Analysis on the flashcard identified that the database files were corrupted and an error indicating "error executing sql statement:" had occurred. No anomalies were identified in the other database files present. Other than the above mentioned observations no other anomalies or adverse findings were identified.